Event description:
The customer reported that during a patient event after the device delivered defibrillation energy, the screen went blank and the printer stopped. This reported issue mimics the normal condition in which the device screen blanks and the printer stops printing immediately following defibrillation energy delivery.the customer reported that they powered the device off immediately after the screen blank concern and the device was unable to power back on. The end user did have a back-up device available following this reported power failure. There were no additional details regarding the patient event available. There was no report of any adverse effects to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4): the hospital biomedical engineer initially evaluated the device and when he removed the battery and reinstalled it, the device then powered on normally. Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device has since been returned to the customer for use.the cause of the reported failure could not be determined.